Event description:
The report stated that during a cystectomy procedure, the jaws did not open.

Manufacturer narrative:
To date, the incident sample has not been rec'd for eval. Further info and the sample have been requested. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.